Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a left rotator cuff repair that when the surgeon inserted the anchor, everything went fine until he went to pull the inserter and then the sutures pulled right through the suture bridge at the distal tip of the anchor. The anchors broke at the suture bridge after they were implanted. The anchor was left in the patient. A new hole was needed. No suture was left behind. The patient was reported as being ok.

Manufacturer narrative:
Evaluation narrative - two 4.75mm healicoil rg sa assemblies were returned for evaluation. Visual assessment of the device confirmed the reported complaint of suture non-deployment. The suture remains assembled to each inserter. No anchors were returned. Examination of the inserter¿s distal ends showed the tines are splayed on one device and the other is missing one of its tines. These conditions are consistent with excessive forces being applied during an off axis insertion. It appears that the anchors broke during insertion resulting in the suture non-deployment. Per the device IFU establish axial alignment of the suture anchor to the insertion site. While supporting the insertion site, rotate the anchor clockwise into the prepared bone hole. Continue rotating the anchor until the indicator line on the insertion device is flush with the surface of the bone. Caution: use of excessive force during insertion can cause failure of the suture anchor or insertion device. No additional actions are warranted at this time. Device returned for evaluation on 8 march, 2016. Device evaluated by the manufacturer. (B)(4).